Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Anon healthcare professional reported via medwatch form during implantation of an intraocular lens (iol) there was a radial crack on edge of central optic where haptic attaches to optic and no clinical signs.